Event description:
It was reported that during a device change out procedure, the atrial lead could not be removed from the pulse generator header. The setscrew on the atrial port could not be unscrewed; the lead was cut and the device was explanted and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).